Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose and ketones. Customer's blood glucose was over 300 mg/dl. Infusion set cannula was bent. Device did not alarm no delivery alarm. Customer was unable to troubleshoot at time of the call. Customer will not be returning the device for analysis.